Event description:
Medtronic received information through the review of literature of the article: campbell b, mitchell p, kleinig t,endovascular therapy for ischemic stroke with perfusion-imaging selection. Nejm. 11-feb-2015; doi: 10.1056/nejmoa1414792. It was reported that 35 out of 70 patients were treated with solitaire fr. 1 patient was reported to have with major basal ganglia hemorrhagic transformation (ph2) classified as "symptomatic" intracerebral hemorrhage. The patient survived and was living at home at three months. 1 patient was reported to have large parenchymal hematoma developed without causing major clinical deterioration. The patient did not have any symptoms and was reported to have survived. Another patient required 2 unit blood transfusion after groin/retroperitoneal hematoma. Embolization into a different vascular territory occurred in 2 of 35 patients, but did not cause clinical symptoms.

Manufacturer narrative:
The report was created to capture the complications that were reported from the article that can be found online at: http://www.nejm.org/doi/full/10.1056/nejmoa1414792. The devices involved in the events have not been returned for evaluation. There has been no correspondence regarding return of the device. The lot history record review was not possible as the lot number was not reported. (B)(4).